Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the up arrow and down arrow keypad buttons have been intermittently unresponsive over the past few days. She noted that the buttons feel hard upon pressing. The family member denied physical damage to the rubber keypad; exposing the pump to water; and stated that the pt carries the pump in his pants pocket or clipped to his waist.